Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) evaluated the unit while onsite and reported the touch screen works correctly. Resolution and disposition: no parts were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen does not respond to touch. The customer reported patient involvement with no harm to the patient.